Event description:
As reported on (B)(6) 2014 by the angiodynamics sales representative, "the patient was large they had a (B)(6), the probe placement was difficult and the probe was placed within the patient past the well point where the flexible point of the probe attached to the fixed part and the probe broke off 9cm inside the patient, patient was taken to surgery the remaining part of the probe, the middle sheath that covers the first 12 cm of the probe was left inside the patient". Procedure completed with this device and no other harm or injury was reported for the patient.

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up infomration will be sent via a follow up medwatch.